Manufacturer narrative:
After further investigation, it has been determined that this device has previously been reported on 0001822565-2025-00140. The initial report is a duplicate and was submitted in error and should be voided.

Event description:
After further investigation, it has been determined that this device has previously been reported on 0001822565-2025-00140. The initial report is a duplicate and was submitted in error and should be voided.

Event description:
It was reported that during surgery that the reamer fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. The procedure was complete with the second reamer, which was fractured while finishing the ream of the glenoid. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: sbgl3007. Lot: 64937253. Item name: modular center post reamer. Item: sbgl3007. Lot: 66524467. Item name: modular center post reamer. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.